Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of death and thrombosis as listed in the absorb gt1 instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. In the absence of reported part number, UDI cannot be calculated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date: estimated date is (B)(6) 2016. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient had a few unspecified stents implanted, including an absorb gt1 scaffold, in (B)(6) 2016. On approximately (B)(6) 2016 the patient slipped and fell in the water off a boat dock and drowned. An autopsy was performed which stated, "the coronary arteries revealed moderate to severe coronary atherosclerosis with stenosis as follows: distal circumflex coronary artery 60% and proximal left anterior descending coronary artery 75% with calcification and possible acute thrombus formation." The patient was confirmed to have been compliant with their medications. Per the medical examiner, the autopsy also showed a myocardial infarct along the anterior left ventricle wall and intraventricular septum. The medical examiner stated, "it is possible the patient may have had an acute myocardial infarct that might have precipitated a fall into the water. The cause of death is asphyxia due to drowning. Hypertensive and atherosclerotic cardiovascular disease is contributory." No additional information was provided.